Manufacturer narrative:
Product event summary: at analysis it was determined that both output connectors were broken and the upper case was damaged. It was noted that incoming testing was performed on the automated test system and it passed. The device was cleaned and inspected, its output connector assembly was replaced as was the upper case and the device was tested and calibrated on the automated test system and passed.

Event description:
The external pulse generator was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.